Event description:
It was reported that the insulin pump alarmed failed battery and battery out limit. The customer replaced the battery but was unable to clear the alarms because the keypad and the buttons were unresponsive. The customer's blood glucose was 157 mg/dl. The customer stated that it was humid in their house. Also, they stated that the dome label sticker was starting to come off. The customer declined troubleshooting. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no unexpected battery out limit alarm or failed battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump had a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.